Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient had experienced a low blood glucose event on (B)(6) 2026. The low blood glucose had been treated with a carbohydrate intake. The patient had been using the insulin pump system within forty-eight hours of the reported low blood glucose event. No further information available.